Manufacturer narrative:
No sample or lot number information was provided for evaluation. The lot number is unknown; no device history review can be performed. The event description does not suggest that a device failure has occurred, but that the event is procedural related. Infection and extrusion are well known potential complications of this type of procedure. IFU states under section labeled adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Baseline report previously provided.

Event description:
It was alleged that approximately 9 months following an anterior support procedure performed in 2006, the mesh began to erode causing numerous infections and cutting the inside of the patient to the point of bleeding. The patient underwent another procedure in 2007 to correct the problem. The patient is going to need an additional procedure. A consulting doctor noted that the mesh cannot be removed. Additional information has been requested, but has not yet been received.